Manufacturer narrative:
(B)(4). Physio-control found that some of the internal connections were not seated properly. Physio reseated the connections and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device had the service light illuminated and logged event codes in the memory. Physio-control evaluated the device and verified the reported problem. Furthermore, physio found that the device was unable to deliver defibrillation therapy. There was no patient use associated with the event.